Event description:
Previous medwatch submitted stated device was explanted. Upon further review, abbvie has determined that the device remains implanted. Explant date provided was a future date and completion of surgery was not confirmed. Healthcare professional later reported that explant surgery was canceled "due to patient passing away". A focused medical review was completed and abbvie has determined that the event of death is catastrophic and not device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.